Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button became completely depressed down and no longer functional. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer had elevated blood glucose levels (approximately 500 mg/dl). Customer delivered manual injections to stabilize blood glucose levels. Reportedly, customer will continue to use the pump for insulin therapy.